Manufacturer narrative:
Results of investigation: vyaire field technician attached his own circuit to test. Initial observation upon start-up was that bias flow was set too high at approximately 45 liters per minute. Adjusted bias flow to 20 liters per minute & unit pressurized just fine. Adjusted pr3 to bring circuit calibration to within specifications. Put machine through several tests checked the power supply unit voltage outputs, pressure transducer and ddi board. Made adjustments as necessary. Thoroughly tested device ok.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported device bias flow not coming up and unable to pressurize on the 3100 a ventilator. The customer reported there was no patient involvement associated with the reported event.